Event description:
It was reported, the patient had a revision around (B)(6) 2013 because, the device was ¿too superficial.¿ the device was moved deeper for patient comfort. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 3093-28, lot# va02r45, implanted: 2013 (B)(6); product type lead. (B)(4).